Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-01966. All information can be found under manufacturer report number 1416980-2023-01966. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The device was filled with piperacillin tazobactam. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.